Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged style is confirmed. The product returned for evaluation was a 3f ppicc stylet. The investigation findings are consistent with damage caused by cutting of the core and coil wire. The returned product sample was evaluated and the stylet was confirmed to be broken. Microscopic examination of the sample support the conclusion of the stylet being cut via a sharp instrument such as a scalpel or scissors and revealed the following: ¿ striations were seen on the core wire. ¿ the outer coil wire was not unraveled significantly. ¿ the fractured edge on the core wire had a sharp edge. The weld tip of the wire was also missing and could not be accounted for during the evaluation. Biological material was also seen on the wire indicating use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a breakage of the guide wire inside the catheter. The event occurred during the procedure. There was no need for medical and/or surgical intervention due to the incidence. A new catheter had to be inserted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.